Event description:
Two days following intraocular lens (iol) implant surgery, a consumer reports that although objects look brighter and whites look whiter, she has not noticed any improvement in her vision. She states that her surgeon told her she has a wrinkle in the capsule and may need laser surgery in three months if it persists. She has a history of glaucoma. The surgeon reports the pt also has a history of brain surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/11/2009, and 12/21/2009 by phone, fax and mail. Additional info was received by phone on 12/11/2009. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).